Manufacturer narrative:
D4: added primary UDI.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria, hemolysis, and low output. The pump was repositioned and the patient was in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.